Manufacturer narrative:
(B)(6)investigation summary: the complaint investigation for false positive when testing negative controls using the bd max sars-cov-2 reagents (ref# 44500301) lot 0255086 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that the lot was manufactured according to specifications and met performance requirements. Customer reported false positive results when testing with known negative controls. Customer indicated that he used water as negative control sample. Customer provided three runs (run #173, #175 & #176) from instrument ct1651 for investigation. Manual pcr curve adjudication was conducted across all positive samples. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Analysis of all n1 positive curves show pcr amplifications without fluorescence anomaly. Run #173 was performed with 24 negative samples and 3 n1 positive results were obtained (lanes a11, b01 & b02). Analysis of pcr curve on lane a11 show a relatively strong pcr amplification and pcr curve on lanes b01 & b02 show weak pcr amplifications. No n1 positive result was obtained on run #175. Run #176 was performed with 12 negative samples using only deck b and 5 n1 positive results were obtained with CT ranging from 32.3 to 35.5. Various hypotheses can explain false positive n1 results for the water control such as contamination by the customer or unspecific amplification. As the occurrence of positive n1 signal seems relatively high, environmental or cross contamination are the most probable causes for the customer issue. There is no indication of an increase in complaints for false positive results for bd max sars-cov-2 reagents lot 0255086. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd recommended that customer revise handling procedure to reduce potential contamination and review the negative control selection as detailed in package insert (p0253). Bd did not initiate a corrective and preventive action (CAPA).

Event description:
It was reported while testing for sars cov-2 potential false positive results were obtained. It is unknown what type of confirmatory testing was performed. No additional information has been provided by the customer at this time. (B)(4).

Manufacturer narrative:
Eua# (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars cov-2 potential false positive results were obtained. It is unknown what type of confirmatory testing was performed. No additional information has been provided by the customer at this time. Eua #: (B)(4).